Event description:
It was reported that the patients incision was not healing, there was a puss, and had gone septic. The physician believed that it was an irritation at the suture site. No further information has been obtained despite good faith efforts.